Manufacturer narrative:
Concomitant medical products: product ID: 748925 neuro extension, implanted: (B)(6) 2004, product ID: 7427 pain stim ipg, implanted: (B)(6) 2004, product ID: 389033 pain stim lead, implanted: (B)(6) 2004, product ID: 389033 pain stim lead, implanted: (B)(6) 2004, product ID: 748925 neuro extension, implanted: (B)(6) 2004, product ID: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds on the right ventricular (rv) lead were observed. The rv lead remains in use. No patient complications have been reported as a result of this event.